Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted because the patient experienced repeated stress urinary incontinence beginning three months before the surgery. A new 4.5cm cuff and a new 4.0cm cuff were implanted. Following the surgery the patient has been dry.